Event description:
Patient revised due to insert spin out.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported event. Although the investigation cannot confirm the root cause, based on the information provided that the insert was replaced with a thicker one would suggest ligament laxity as a contributing factor. The need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.